Manufacturer narrative:
Product analysis: analysis of the analyzer found that it would not establish connection with device at final test and failed at final test. It shall be sent for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer returned as an associated device with the programmer tested out of specification during manufacturer's analysis. There was no patient involvement.